Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by consumer, via a patient support program (psp), concerned a 12-year-old female patient of an unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml), from cartridge, via reusable pen humapen luxura, 15 units, three times a day, for the treatment of type I diabetes mellitus, beginning on an unknown date in 2024. On an unknown date, after starting insulin lispro, she had broken the reusable humapen luxura pen of the insulin lispro cartridge and the pen was malfunctioned. The humapen luxura pen was not working. Since an unknown date she was unable to administer insulin lispro injection as the humapen luxura pen malfunctioned. On (B)(6) 2026, blood sugar had even risen to over 500 (units and reference range were not provided). She had last gone to the hospital (possible hospitalized). The blood sugar level had risen because she was unable to administer the insulin lispro injection as the humapen luxura pen malfunctioned. Information regarding further corrective treatment and hospitalization was not provided. Outcome of the event was not provided. Status of insulin lispro therapy was not provided. The operator of the suspect humapen luxura and his/her training status was not provided. The humapen luxura model duration of use and suspect humapen luxura duration of use was not provided. Not provided. The action taken with suspect humapen luxura and its return status was not provided. The initial reporting consumer did not relate the event of blood glucose increased with insulin lispro therapy but related with humapen luxura pen. The initial reporting consumer did not provide the relatedness of the events with insulin lispro therapy and humapen luxura pen. Edit 10apr2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.